Event description:
It was reported that during a cholecystectomy procedure, the jaw was misaligned. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). End effector. Evaluation summary: the analysis results of the 5dcd confirmed that the device was returned with the jaws misaligned. It could not be determined what may have caused the damage found. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.